Event description:
Plaintiff alleges being diagnosed as a result of a skin test, as being latex sensitive. She alleges as a result of exposure to and use of the latex gloves, she became sensitized and is subject in the future to one or more anaphylactic reactions to latex. As a result, she alleges she has suffered substantial injury, pain and suffering as well as economic loss.